Event description:
It was reported that during the procedure, the indeflator would only go up to 20 atmospheres. Many attempts were made but the device would not go past 20 atm. Another indeflator was used and the same issue occurred. A non-abbott device was used to complete the procedure. The indeflators were connected to the stopcock which comes with the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional ppak 20/30 w/copilot device referenced in b5 is filed under a separate medwatch report number.